Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens broke. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
No lens returned in the unit carton.